Event description:
It was reported that the patient¿s implantable neurostimulator (ins) turned on by itself. Additional information received reported the patient had his system check in the hospital and the data was kept in hospital. There were no diagnostics performed. It was further reported that the patients ins would turn on by itself, and as a result the patient experienced an uncomfortable feeling. The patient was reported to still be using the ins, however he could only turn it on and off when it was suddenly turned on. It was noted that no interventions were taken.

Manufacturer narrative:
(B)(4).